Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of failure to retrieve mitraclip system components (foreign body left in patient), as listed in the as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mitraclip instructions for use (IFU) states that the mitraclip system is intended for reconstruction of the insufficient mitral valve. The investigation determined that the challenging patient anatomy likely contributed to the reported clip becoming caught in the chordae. The reported patient effect of foreign body left in the patient appears to be related to procedural conditions and a result of the clip becoming caught in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty removing the clip from the chordae, requiring the clip to be deployed in the chordae, which is considered a serious injury. It was reported that on (B)(6) 2016, the patient underwent a procedure to treat tricuspid regurgitation. Tricuspid leaflets were noted to be normal. The mitraclip device was prepared, with the first clip to be deployed at the anterior/posterior (ap) commissure. The clip delivery system (cds) was inserted and positioned; however, more height was needed for straddling. The cds was slightly rotated to make the trajectory towards the ap commissure, but good trajectory could not be obtained and the clip became caught in the chordae. Attempts were made to remove the clip, without damaging the subvalvular apparatus, but the clip could not be removed. The clip was inverted and the grippers were raised, but the clip was unable to be removed from the chordae and the decision was made to deploy the clip in the chordae. The clip remained stable and there was no worsening of the tricuspid regurgitation. No damaged was noted to the tricuspid valve. No additional clips were implanted and the tricuspid regurgitation remained unchanged. No additional information was provided.